Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The physician attempted to reach the lesion with taxus express2 2.5 x 24 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. The physician then attempted to push harder on the stent delivery system (sds) until the shaft fractured into two pieces. The fractured catheter was removed from the pt's body without any complications. The procedure was successfully completed with another taxus express2 2.5 x 24 mm drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".